Manufacturer narrative:
Report type was marked as serious injury in error. The depo shot was administered prior to testing the patient on the henry schein hcg urine cassette. The customer confirmed that the depo shot was not administered based upon any result from the rapid test.

Manufacturer narrative:
Correction needed to mark report type as adverse event.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Troubleshooting performed with the customer referring to the limitations and interpretation of results sections of the corresponding package insert: a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Hcg product information notice (pin) was discussed with the customer. The pin reiterates the limitations and intended use of the test kit. Devices not returned for investigation.

Event description:
(B)(6) 2018: patient presented to the facility for a depo provera birth control shot. The shot was administered to the patient. The patient's urine was then tested 2x on the henry schein one step+ hcg urine cassette. The first urine test was negative at 3 minutes, and then positive at 4 minutes. According to the patient chart, this first test was noted as being negative, despite the change in results. Another test was performed (customer cannot confirm if it was the same urine sample that was used in the first test). Again, the test read negative at 3 minutes and positive at 4 minutes. According to the patient chart, this test was noted as being positive. Unknown exactly how much time had elapsed between the two tests. Customer cannot confirm the diagnosis of the patient when she left facility, as both negative and positive results are listed in the patient chart. (B)(6) 201: the patient was sent for confirmatory testing. Confirmatory test results came back positive, serum beta quant=474miu/ml. Based off confirmatory testing, the patient is determined to be pregnant. The patient was referred to an alternate provider/facility of patient's choosing for ob/gyn assistance. Customer confirmed there was no treatment based upon, provided, or withheld based on the results obtained on the henry schein one strep+ urine cassette. Customer confirmed the depo shot was administered prior to testing on the henry schein one strep+ urine cassette.